Event description:
It was reported during a surgical procedure that there was a potential sterility breach on the packaging of the device, it was noted that there was alleged packaging plastic in the pack during visual inspection. It was also reported that the plastic was removed from the product prior to use in the patient. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: product status unknown.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.

Event description:
It was reported during a surgical procedure that there was a potential sterility breach on the packaging of the device, it was noted that there was alleged packaging plastic in the pack during visual inspection. It was also reported that the plastic was removed from the product prior to use in the patient. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.